Manufacturer narrative:
The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 11/23/2022, it was reported by a sales representative via email that an ar-3636h knotless hip fibertak suture broke while shuttling the repair suture. This was discovered during a hip labral repair on (B)(6) 2022. Additional information received on 12/1/2022: all broken sutures were retrieved but the anchor was left in the patient, and case was completed with another ar-3636h knotless hip fibertak.